Manufacturer narrative:
E1: phone number: (B)(6). E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device stopped working. There were no reports of patient harm..

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, d9, h3; h4; h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, it is likely the malfunction was due to kink/knot on cable need to replace. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device stopped working. There were no reports of patient harm.